Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had lens rotated post operation. Additional information was requested. Additional information received, reposition axis of the lens was performed and tension ring was placed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).